Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicosis procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicosis procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: additional information: block b5: there was no difficulty setting up the device. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned; therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or were related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.